Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the short attachment device had excessive vibration. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had vibration. Reliability engineering evaluated the device and observed that the device failed the vibration assessment. It was further observed that the bearings were worn-out causing the vibration. The assignable root cause was determined to be component damage due to normal wear and servicing over time. The failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.